Event description:
It was reported that the pump had no signs of power during a routine cartridge and infusion set replacement. There were no audible tones and no evidence of light when the contrast button was pressed. A family member stated that she rebooted the pump with a new battery and the pump came on normally, but then flashed off again. She confirmed that the battery cap was tight, the o-ring was not visible, and the cap was less than six months old. There were no reported battery compartment cracks and the battery type is correct.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed evidence of reboots in the black box; there were no related alarms in the alarm history. The battery cap was not returned with the pump. Investigation continued with a test cap and found that the pump powered up with audio, display, and light operational. The pump was exercised for 24 hours with no power issues or alarms observed. Investigation found no damage to the power circuit.